Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the periodic log file revealed that hsc-085702 was first observed to be in patient use on (B)(6) 2023, indicating that the patient was using a different system controller before that date and a controller exchange occurred.

Manufacturer narrative:
Report type (h1) corrected to malfunction. D1: brand name corrected. D4: model number and UDI corrected. E1: reporter email was not available. Manufacturer¿s investigation conclusion: the reported event of a system controller exchange occurring on 22aug2023 was confirmed via log file analysis. The submitted periodic log file, extracted from (B)(6), contained data intermittently spanning approximately 124 days (B)(6) 2023 per timestamp). Prior to (B)(6) 2023, the controller was only in charge mode, and it appeared that the controller served as the backup controller. (B)(6) was first observed to be in patient use on (B)(6) 2023. The periodic log file only captures events at designated intervals so the controller being put into use was not captured in the log file. There were no notable alarms captured in the log file. The heartmate 3 system controller (serial number unknown), that was initially in use, was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.